Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Attempts to obtain additional information were unsuccessful. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced bradycardia due to a fractured right ventricular (rv) lead. It was also reported that the rv lead exhibited high thresholds, high impedance, and no capture. The rv lead was capped and a functional capped rv lead from a previous device was used in its place until a lead revision could be done. It was further reported that approximately 1 month later the patient died and the planned rv lead revision did not take place. The cause of death has been requested and not received.